Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.00mm x 15mm stent delivery system (sds) was returned for analysis. Visual / tactile inspection revealed multiple kinks along the hytpoube shaft. No issues or damages were identified. Visual examination of the balloon found a longitudinal tear in the main body of the balloon. Microscopic analysis revealed that the balloon material identified a longitudinal tear from the distal to the proximal markerband. The bumper tip was damaged. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at nominal atmospheres. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured at nominal atmospheres. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.